Event description:
It was reported to philips that the system was not booting up. The device was not in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has investigated this complaint. Customer reported that the system was not starting. No further information regarding the issue has been provided by the customer. No service has been performed by philips since the service quotation was cancelled by the customer because the issue was resolved in another case. To date, there have been no further reports of this issue.